Manufacturer narrative:
Argus case (B)(4).

Event description:
I went to the hospital twice [hospitalization]. It increases the pressure [increased blood pressure]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of hospitalization in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced hospitalization (serious criteria hospitalization) and increased blood pressure. Corega (unspecified denture adhesive or denture cleanser) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the hospitalization was unknown and the outcome of the increased blood pressure was recovered/resolved. It was unknown if the reporter considered the hospitalization and increased blood pressure to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: consumer went to the hospital twice and the physician asked him to not use the product because it had salt in its composition. Consumer had stopped to use corega and never had a high pressure problem. This case was considered conservatively as serious, because it was not clear the reason why the patient went to the hospital twice.